Event description:
Reportedly, the sustain pbase alarm occurred and stopped ventilation after changing filter on exhalation valve of the e360. Turning power off/on did not correct the problem. Later, the technical service engineer at the distributor found that the seat of exhalation valve (set2100m) was not fixed on the body (bdy2103m). So, set2100m rotated and blocked the pressure port. For that reason, pressure was increased. The patient spo2 was temporary decreased. The patient was manually ventilated by the doctor until she was switched to another ventilator. Please note that there are no serious injuries or death in this case.

Manufacturer narrative:
Ventilation stopped. We evaluated the device from the same part number of the actual device and confirmed the problem. Design change was made to screw style and length to secure exhalation valve slide and seat. The additional length of the screw will secure the slide and prevent the seat from rotating within the body.